Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an anomaly occurred with a rx needle knife xl on (B)(6) 2024. It was reported that the needle was already broken in the packaging. Additionally, the packaging was damaged, and the sterile barrier was not compromised. It was also reported that the device was not used in a procedure. There were no patient complications reported as a result of this event.